Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The generator was analyzed and the customer reported complaint was confirmed and reproduced on connected to the system. A review of the logs found errors 25913 m-02. Upon visual inspection, found no significant scratches or dents. The front bezel was in decent condition. The unit was installed onto a golden system and operated in normal more, and errors m-02 and c-83 occurred on start-up. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to a faulty component of the generator. M-02 errors indicate a module timeout issue and, therefore, the activation was interrupted.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. Isi has not received the iesu for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, site informed intuitive surgical, inc. (Isi) technical support engineer (tse) that error m-02 occurred on vio dv integrated electrosurgical unit (iesu), and the iesu had no bipolar energy output. Site had replaced bipolar energy cable and power cycled the iesu, but the issue was not resolved. Site planned to use an external esu. The procedure was completing as planned with no reported injury. Isi followed up with the hospital biomed and obtained the following additional information: the customer used an external esu to complete the procedure.